Manufacturer narrative:
Results of investigation: vyaire medical was unable to confirm the issue as there is no failure to report. The unit under test (uut) was tested and found to operate to specifications. The event trace review found the ventilator to have operated according to specification but had been in continuous operation for 5,631 hours beyond the 10k hour preventive maintenance period. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
Section d4 and g4 were updated to indicate the correct model # and PMA/510k.

Event description:
It was reported to vyaire medical that there was a patient 'incident' on the ltv 1150 and wanted an event trace. The patient expired.

Manufacturer narrative:
H3:02-the suspect device was returned and evaluation is anticipated but not yet begun. Once a final investigation is complete, a follow-up report will be submitted.